Manufacturer narrative:
(B)(4). The customer returned the sheath/dilator assembly. The yellow hub was separated from the body of the dilator. The dilator body showed signs of use and contained a sticky foreign material. Under microscopic examination, the hub and dilator were observed to be white at the separation point (indicating stress), with a yellow spot. The outer diameter of the dilator body and the dilator body were measured and were found to be within specification. The dilator was able to pass through the returned sheath with minimal resistance. A device history record (DHR) review could not be performed as no lot number was provided. The instructions for use (IFU) for this product warns not to apply excessive force while removing the sheath/dilator. If withdrawal cannot not be easily accomplished, the cause should be determined using fluoroscopic guidance and further consultation should be requested, if necessary. It was reported that dilator detached from the hub while in use. The dilator was returned and the complaint was verified through visual inspection. The proximal end of the dilator was detached from the hub. The broken surfaces were examined microscopically. Both surfaces were rough and had a whitish appearance. This appearance indicates that the dilator hub had been properly attached and appears to have been separated by excessive lateral force applied to the dilator hub. The dilator met relevant dimensional specifications and was able to pass through the returned sheath with minimal resistance. Based upon the observed damage and information provided, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges that the tip of the sheath was broken during use. A new set was used and the procedure was successfully completed.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer. However, the evaluation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
The customer alleges that the tip of the sheath was broken during use. A new set was used and the procedure was successfully completed.